Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and high thresholds were noted on the right atrial (ra) lead. The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.